Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right cyst mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old caucasian female patient underwent breast surgery with 500cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side. The patient underwent bilateral explantation and replacement with catalog number smpb530; serial number (B)(6) on the left side, and with catalog number smpb530; serial number (B)(6) on the right side on (B)(6) 2023. On (B)(6) 2023, mentor received additional information. Per clinician's review, the imaging report mentions the presence of a cyst in the right breast, but also mentions "bilateral breast cysts". Hence, cyst is only being reported on the right side. If additional information/clarification is received, supplemental report will be submitted at that time. This medwatch report is for the patient¿s right-sided device.